Event description:
This lv lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2014 due to high thresholds, diaphragmatic stimulation and loss of capture, asystole less than 2 seconds. The physician was(B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).